Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had button error alarm. Customer¿s blood glucose was 178 mg/dl. Customer stated that buttons sticking and she needed to press buttons multiple times before it responding. Troubleshooting was performed. Customer also thinking that insulin pump was delivering too much insulin and battery was not reading properly. Customer was advised to the insulin pump would need to be replaced and revert to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to partial unlocked lcd keypad connector noted during visually inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify unexpected battery power lost anomaly due to buttons not responding.